Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was achieved using a starclose se device with a 6f sheath after a thrombolytic peripheral leg procedure. Reportedly, the starclose se deployed well and the site was closed. The next day the patient returned to the hospital with bleeding. Through an angiogram is was noticed the clip did not close and was open in the middle. Bleeding was found to have gone to the abdominal cavity; there was a hematoma. A covered stent was placed at the access site to achieve hemostasis and treat the hematoma. There was a clinically significant delay in therapy. The patient was hospitalized overnight. No additional information was provided.